Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a robot-assisted gastric procedure on (B)(6) 2026 when it was reported, ¿the blue portion of the sound reduction cap caught on forceps and was damaged, and a fragment fell into the abdominal cavity; however, it was successfully retrieved.¿. The procedure was completed with the use of an alternate device. And there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.